Manufacturer narrative:
Findings: unit failed displacement test units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call.. The customer sent the product back for analysis.

Manufacturer narrative:
The description event and the report date provided in the initial report was incorrect. The correct information has been provided in this report.

Event description:
It was reported via phone call, the insulin pump was exposed to a magnetic field or MRI. The customer's blood glucose was unknown. The insulin pump was returned for further analysis.